Event description:
It was reported by the customer's mother that the customer had a motor error alarm occur twice with their insulin pump. Customer's blood glucose level was reported at 54 mg/dl. Product is being replaced. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, scratched case and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.